Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from australia that during an unspecified surgical procedure, it was discovered that the motor device was jamming. The reporter stated that upon investigation after the surgery, the device had trouble fitting on the attachment devices. There was a five minute delay to the surgical procedure. A spare device was available to continue the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was damaged component to the cable/cord/wiring. It was further observed that the control was defective, the coupling and hose were worn, the grub screw was loose, and the device rotated when the coupling was opened. It was further determined during the pre-repair diagnostics assessment that the device failed for loctile and cable assessments, motor thermistor assessment and for safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.